Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced a kinked cannula due to which she experienced high blood glucose level. Therefore, they tried to treat it with correction bolus via pump, but on (B)(6) 2022, the patient went to the emergency room due to diabetic ketoacidosis. After staying for 3 hours in the emergency room, the patient was subsequently hospitalized. Her highest blood glucose level was 300 mg/dl approximately. Moreover, the infusion had been used for 72 hours. The patient was further transferred to the intensive care unit. During hospitalization, the patient received fluids of saline, insulin, and unspecified medication (drug name unknown) intravenously as corrective treatment which resolved the issue. On (B)(6) 2022, the patient was released from the hospital with no permanent damage. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.